Manufacturer narrative:
Investigation summary: one empty unit pack and 3 representative samples (batch #8200053) were returned for investigation. The 3 representative samples were subjected to visual inspection and inner thread measurement. The 3 representative sample passed the acceptance criteria. No abnormality observed on the returned representative samples. DHR review shows no similar complaint was received for batch #8200053. No qn was raised for batch #8200053 (catalog: 393224) there is no similar qn on related defect or condition for the past 12 months. The root cause cannot be established as there is no actual sample or photo returned. Complaint trend would be monitored.

Event description:
It was reported that a bd venflon¿ pro safety shielded IV catheter had loose connection during use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd venflon¿ pro safety shielded IV catheter had loose connection during use.